Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this left ventricular lead high pacing impedances and noise were observed. For this reason the lead was removed and replaced however this issue persisted. The physician then elected to use a non boston scientific programmer which then allowed the low level noise to become undetected and the implant continued without any adverse patient effects. The attempted implant lead is expected to be returned for laboratory analysis to ensure no product defects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this left ventricular lead high pacing impedances and noise were observed. The physician then elected to use a non boston scientific programmer which then allowed the low level noise to become undetected and the implant continued without any adverse patient effects. The attempted implant lead is expected to be returned for laboratory analysis to ensure no product defects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the attempted implant of this left ventricular lead high pacing impedances and noise were observed. The physician then elected to use a non boston scientific programmer which then allowed the low level noise to become undetected and the implant continued without any adverse patient effects. The attempted implant lead is expected to be returned for laboratory analysis to ensure no product defects. The device has not been received for analysis. If the lead is return in the future, this report will be updated.